Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via contralateral approach. The 100% stenosed, re-occluded target lesion was located in a moderately tortuous and severely calcified superficial femoral artery (sfa). After performing percutaneous transluminal angiography (pta) and crossing the lesion with a non-bsc guide wire, a 5.0mmx60mmx135cm sterling¿ balloon catheter was advanced for dilatation. However upon inflation, the balloon ruptured. The device was completely removed and the procedure was completed with a 5mm x 4cm non-bsc balloon catheter. No patient complications were reported and patient's status was stable.